Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were dispatch to emergency medical services due to diabetic ketoacidosis. The customer¿s blood glucose level was 790 mg/dl at time of incident. The customer stated that the symptoms related to high blood glucose such as they fell unwell. It was unknown the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.